Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump, although the pump had not shut down due to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy. A replacement pump with updated software was sent, and the caller was instructed on processing the return of the problematic pump.